Event description:
It was reported that the experienced high blood glucose of 454 mg/dl, during the early morning. Customer stated that insulin pump was empty. Customer reports hospitalization due to diabetic ketoacidosis, with a blood glucose level of over 1000 mg/dl. Customer stated that he could not get out of bed and an ambulance was called. During troubleshooting, the time and date are incorrect. Assisted customer with correcting time and date. Checked alarm history, found no delivery and low reservoir. Manual prime and rewind, found ok. Customer stated concern regarding bent cannula. Advised customer about inserting infusion set into muscle and scar tissue. Insulin pump is working as designed. Nothing further ws reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.